Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735585, version #: (B)(4). The software investigation determine that the behavior described is the intended behavior of the software. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to load fiber tracks from a "philips planning sw". Site requesting exam review to see if it can load on the navigation system software. No patient was present at the time of the event.